Event description:
A malfunction was reported, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and no recurring malfunction was observed. Customer was advised to resume using the pump and to report if the issue reoccurs, which was acknowledged and understood.